Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had thick red and yellow lines covering the entire display. The customer's blood glucose was 156 mg/dl customer confirmed that an alternate method of insulin delivery was available.